Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The device has the polymer tip damaged, its coating was separated from the rest of the body, however, the separated section remained attached to the core wire. The damaged section was located approximately at 299 cm from the proximal end. The core wire was kinked in the same section where the polymer tip was found separated. Dimensional inspection was performed and the middle and proximal od was found within specification. The overall length and od of the distal tip could not be measured due to the device condition.

Event description:
Reportable based on device analysis completed on 20nov2019. It was reported that tip damage occurred. The target lesion was located in the tibial artery. A 300cm angled tip v-14 control wire guidewire was advanced for treatment. However, during procedure, it was noted that the tip of the wire was frayed. The procedure ws completed with a different device. There were no patient complications nor injuries reported. However returned analysis revealed detached coating.